Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient. Product ID 3 7752, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3888-45, lot# v677811, implanted: (B)(6) 2011, product type: lead. Product ID 3888-45, lot# v645701, implanted: (B)(6) 2011, product type: lead. Product ID 37742, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the ins (njk716121h) found the battery to have reduced capacity due to overdischarge. Explant of ins was previously reported in a related event. See manufacturer report #3004209178-2015-13146.

Event description:
The patient reported via the manufacturer representative (rep) that the patient had not used their device since they had a baby in 2014. A telemetry issue was reported and message screens were reviewed. A second implantable neurostimulator (ins) overdischarge occurred due to the patient not charging resulting in the patient having no coverage. The rep had not met with the patient yet at the time of the initial report. It was noted that the physician planned to replace the ins with a primary cell device and the case was pending authorization and was not done as of (B)(6). The healthcare provider (hcp) further noted via follow-up that insurance denied the case and it was currently on hold. Relevant medical history included other chronic/intract pain (trunk/limbs).